Event description:
The customer spoke with the company's chief medical officer and reported that one or two days after a successful procedure to rebuild the gej valve, the pt was having some discomfort. An upper gi was performed and no leaks were seen, but mediastinitus was diagnosed. Antibiotics were administered. The pt continues to recover...

Manufacturer narrative:
The customer theorized that a small pinhole may have initially been present, but had closed by the time the upper gi was performed.